Event description:
It was reported that the procedure was to treat a lesion in the marginal vessel with no calcification and no tortuosity. After pre-dilatation was performed, the 3.0 x 18 mm xience prime stent delivery system (sds) was advanced to the lesion and inflated to 12 atmospheres. The stent was implanted successfully and after deflation, after 10-15 seconds an attempt was made to remove the catheter; however, the sds balloon was not completely deflated. A second attempt was made to deflate the balloon, but was unsuccessful. The sds was removed with force, as the balloon was not completely deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps. Evaluation summary: the device was returned for evaluation. Difficult/partial deflation was confirmed. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. A cine of the procedure was returned for review; however, there were no images to confirm incomplete balloon deflation. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It is specified in the xience prime everolimus eluting coronary stent system instructions for use (IFU) that 60% contrast diluted 1:1 with normal saline is the appropriate mixture. Contrast that is more concentrated can lead to slower inflation and deflation. Based on the thick contrast in the inflation lumen of the returned device, it is likely that the contrast mix ratio may have been improperly diluted and may have contributed to the reported deflation difficulties. This is also supported by the returned device analysis, as after the initial inflation/deflation testing failed, the thick contrast likely dissolved as subsequent inflation/deflations met manufacturing criteria. Additionally, it was reported that the device was deflated and attempted to be removed after 10-15 seconds. It should be noted that the instructions for use (IFU) instructs the physician to deflate the balloon by pulling negative on the inflation device for 30 seconds. This may have also contributed to the reported deflation difficulties. Any resistance noted during withdrawal likely occurred as a result of the reported partially deflated balloon interacting with the deployed stent implant. The noted shaft/support mandrel kinks, shaft bends, and lifted guide wire exit notch likely occurred as a result of inadvertent mishandling during the procedure and/or handling for return shipment. There is no indication of a product quality deficiency. It was reported that force was used when resistance was met during withdrawal. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. This reported IFU deviation did not directly cause or contribute to the reported complaint.